Manufacturer narrative:
Additional information was requested but not received.

Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that implantable cardiac defibrillator (ICD) exhibited incorrect interpretation of signal and delivered inappropriate shock. No intervention was reported. Patient condition was unknown.